Event description:
During a procedure, the generator indicated the grounding pad was not adhered to the patient correctly. Several grounding pads were tried which did not resolve the issue. All 4 ports were used, but only one port was able to lesion. The procedure was completed with no consequences to the patient, however, the procedure was delayed by approximately 40 minutes.

Manufacturer narrative:
One ionic generator was received into the lab for analysis. Visual inspection found all labeling and input/output connectors to be free of physical damage. The device was functionally tested with no errors noted during testing. No log files were available on the unit for review. The returned product functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported event were identified. Based on the information received and the investigation performed, the cause for the reported event and subsequent delay remain unknown.